Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report which stated while advancing biopsy forceps through the biopsy channel during a procedure, a piece of black material came out of the channel and fell into the patient's stomach. The black material was retrieved from the patient's stomach. The report also stated the procedure performed prior to this procedure was a balloon dilation procedure. The technician reported the balloon was removed from the endoscope intact, however, the black material could have potentially become lodged during the cleaning process. In addition, the report stated the video gastroscope passed the leak test before and after the reported event. The video gastroscope (pentax model eg-2990i/serial (B)(4)) was returned to pentax medical for evaluation immediately after the event occurred. The black material was also returned to pentax medical for identification. The pentax medical service inspectional findings included: leak at the biopsy channel (large/primary) distal side; failed wet leak test; lightguide prong cover glass set loose; suction tube resistance; failed dry leak test; insertion tube bump at end of root brace; dialectic strength test not performed, unit compromised; suction function not performed, unit compromised; operation channel, primary slice by accessory; right/left angulation knob play; up/down angulation knob play. Pentax medical service confirmed the black material returned by the facility was not part of the video gastroscope. In addition, pentax medical service was not able to identify the black material. The video gastroscope is currently at pentax medical undergoing repairs. Pentax medical followed up with the facility to obtain further information regarding patient status and reprocessing technique followed at the facility. A response was received by the facility indicating the patient did not report any symptoms of illness, was not recalled for any further screening and was discharged home with post procedure instructions. In regards to reprocessing technique, the facility stated reprocessing methods as described in the instructions for use for the video gastroscope involved are followed. The video gastroscope was inspected prior to use and no issues were encountered. In addition, the facility stated manual decontamination is performed, in which us endoscopy double headed disposable brushes are used, prior to high level disinfection in the automatic endoscope reprocessor. Pentax medical is currently investigating this event.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
According to the instruction for use (reprocessing/maintenance) for this model endoscope, "to reprocess a pentax video gastroscope with a single/common channel, first an appropriate cleaning detergent and then a high-level disinfectant or sterilant must be exposed to all internal lumens as well as to all external instrument surfaces and endoscope components (air/water feeding valve, suction control valve, etc.). Also, "prior to "automated reprocessing" check and confirm the lumens/channels to ensure that all internal channels are unblocked and/or unclogged". A device history review was performed on 21/jul/2016 confirming the scope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore, pentax medical considers this medwatch report closed.